Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During follow-up, a loss of capture was noted on the right atrial (ra) lead. The issue was resolved by explanting the ra lead. A replacement lead was not implanted due to the patients condition. The patient experienced no consequences.